Manufacturer narrative:
The device was returned with the adhesive lining on, the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause the needle to deploy early. The device data indicated the device operated correctly and was deactivated at 55 pulses. The cause of the needle deploying early could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by a patient that the needle mechanism deployed prematurely before the pod was applied. Blood glucose levels reached 300 mg/dl.